Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had their complete system removed on (B)(6) 2021. Patient indicated that the device only helped with their symptoms for 3 months. Patient indicated that 2 weeks ago they started experiencing extreme pain in their right leg. Patient stated they couldn't put any weight on their right leg and the device was on their right side. Patient  stated they did not know if the pain was resolved. No further complications reported at this time.